Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. However, the liner was implanted in dec of 2024 but had an expiration date of jan of 2024, it is unknown if this caused or contributed to the reported event. This complaint cannot be confirmed for the reported dislocation but can confirm for the use of expired product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: biomet devices 11-300818 arcos 18x150mm spl tpr dist (B)(6) 11-301324 arcos con sz d std 70mm (B)(6). G2 foreign: australia h6 proposed component code: mechanical (g04) - stem. The device will not be returned for analysis, as the device was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had primary hip arthroplasty. Subsequently, patient was revised approximately 6 (six) months later due to dislocation. The head, liner, stem and cone body were removed and replaced.